Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant info.

Event description:
It was reported that a physician in training attempted arteriotomy closure of the common femoral artery using the starclose device after an interventional procedure. Reportedly, the vessel locator wings did not retract after activating the safety release button. The device required force to be removed. Hemostasis was achieved with manual compression. There was no adverse event. No add'l info available.